Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event and was alerted by alarm 2. The blockage was found to be located in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.